Event description:
Same case as MFR report #: 3005099803-2008-07186. It was reported that during an endoscopic biliary stenting procedure the tips of two jag precursor guide wires detached. The physician inserted one jag precursor wire into the contrast media tube, but resistance was felt and "it took a long time" for the guide wire to pass through the tube. Prior to attempting to deploy a flexima biliary stent, it was noted that the tip of the guide wire was missing. The guide wire and flexima biliary stent system were removed from the pt and another was inserted. The flexima biliary stent was successfully deployed in the inferior division of the biliary duct, but the tip of the second wire was also found to be detached. There were no pt complications and the pt was reported to be good. No attempts were made to retrieve the detached guide wire tips and a contrast study five days post procedure showed no evidence of the guide wire tips remaining in the pt. The physician felt it was likely that the guide wire tips were "evacuated".